Event description:
It was reported that during use on emergency patient (ami), transray 40cc intra-aortic balloon (iab) only expanded about halfway. Tried starting it again, but the problem did not improve.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Record ID-(B)(4).

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID- (B)(4).